Event description:
The physician indicated that the patient's increase in seizures was equal to the patient's pre-vns baseline frequency. Clinic notes dated (B)(6) 2013 noted that the vns system appeared to be functioning normally per the physician.

Manufacturer narrative:
Event description, corrected data:clinic notes dated (B)(4) 2013 reported that the vns system appeared to be functioning normally per the physician. This information was inadverently left off of initial report.

Event description:
Reporter indicated that the patient has recently experienced an increase in seizures. It was reported that the patient was experiencing two seizures per month. Clinic notes dated (B)(6) 2013 noted that the patient has experienced two seizures since the patient's last visit on (B)(6) 2012. It is unknown whether or not the increase in seizures is above the patient's pre-vns baseline frequency. The patient is scheduled for follow-up with physician in two months. Attempts for additional information from the physician are underway, but no further information has been received to date.